Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer, at times, experienced difficult with viewing her screen. The customer's blood glucose was 5.4 mmol/l. The customer stated that the screen appeared to have a yellow or green or purple tint at times, making it difficult to read. The customer confirmed that the insulin pump was not bumped, dropped or exposed to any moisture. Advised that the customer's insulin pump could be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked case at the display window corners.